Event description:
It was reported by the customer that during inspection, the cardiosave intra-aortic balloon pump (iabp) displayed an his communication failure. There was no patient involvement and no harm was reported. The customer indicated that the device was not communicating with the epic central monitoring system. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection and troubleshooting with the customer, it was determined that fault #74 was caused by a misconfiguration of the his settings by the users, along with network connection issues unrelated to the cardiosave system. After correcting the his/cis configuration and resolving the hospital network connectivity issues, fault #74 was cleared without requiring any repairs to the device. The unit was returned to clinical use, and no further issues have been reported.

Manufacturer narrative:
Event site postal code: (B)(6).